Manufacturer narrative:
A supplemental report is being submitted for additional information. D1: heartware ventricular assist system ¿ driveline connector cover d4: lot #: r019845 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- (B)(6) h3: no d1: heartware ventricular assist system-(B)(6) h3: no d1: heartware ventricular assist system-(B)(6) h3: no d1: heartware ventricular assist system ¿(B)(6) h3: no d1: heartware ventricular assist system ¿(B)(6) h3: no d1: heartware ventricular assist system ¿ driveline connector cover h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)), the associated driveline cable, one (1) driveline boot cover (lot no. R019845), one (1) controller ((B)(6)), and (4) batteries ((B)(6)) were not returned for evaluation. Review of the pump's and driveline cover's manufacturing documentation confirmed that the associated devices met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controller and battery manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. On-site inspection revealed damage to the driveline strain relief and evidence of self-repair. Furthermore, on-site inspection of the driveline boot cover revealed that the boot cover was difficult to remove. A driveline sheath repair and stuck driveline cover removal were performed to mitigate the conditions reported. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log file revealed several instances involving (B)(6), (B)(6), (B)(6) and (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the data log file also revealed premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6) and (B)(6) and premature power switching events that were due to communication errors involving (B)(6), (B)(6), (B)(6) and (B)(6) within the analyzed period. The associated batteries were lubricated prior to release. Furthermore, log file analysis revealed nine (9) controller power-up and associated motor start events logged on (B)(6) between (B)(6) 2024 at 06:37:18 and (B)(6) 2024 at 07:15:08, indicating a loss of power to the controller. The controller was without power for approximately an average of 11 seconds, per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first three (3) losses of power was not available for analysis. No anomalies were observed prior to the last loss of power. Several momentary disconnections and communication errors were noted leading up to remaining losses of power. Log file analysis also revealed one-hundred and one (101) low flow alarms logged since (B)(6) 2024. Furthermore, log file analysis revealed consistent power consumption and estimated flows were below normal operating conditions throughout the analyzed period. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the observed driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the self-repair event can be attributed to the handling of the device. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the pla sticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a communication error and/or momentary disconnection due to fretting corrosion of the contro ller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. Possible root causes of the communication errors, and resulting reported power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2022 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 03-may-2021 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31-aug-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 10-aug-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31-jul-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 27-jul-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31-aug-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 10-aug-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650de / catalog#: 1650de / expiration date: 31-jul-2023 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 27-jul-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline sheath was damaged due to normal wear and tear. A driveline sheath servicing was scheduled to be performed. Log file review also indicated the ventricular assist device (vad) exhibited parameters below normal range and low flows. The controller exhibited an unexpected power loss, and multiple batteries exhibited power disconnects. The vad, controller, and batteries remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that inspection of the ventricular assist device (vad) driveline cable prior to repair found that the driveline strain relief was disconnected from the driveline cable connector nut. It was also observed that the driveline connector cover was difficult to move. Driveline sheath repair servicing was completed and the driveline connector cover was removed.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ driveline connector cover d4: model #: 1175 / catalog #: 1175. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.